Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument might have collided with the other energy instrument during the procedure. No arcing was observed during the procedure. There was no procedure delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly, and forceps grasped without any problems. The instrument was fully functional. Additional observation not reported by site: the distal end of the maryland bipolar forceps instrument exhibited localized melting, which is indicative of arcing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument was unable to grasp tissue. The procedure was with no reported injury.